Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response and were functional. Removed the keypad cover to check condition of the button contacts. No contamination or other anomalies were found. The pump was opened for investigation and revealed evidence of moisture ingress inside the pump. There was visible corrosion/moisture residue on keypad flex and connector.